Manufacturer narrative:
On 5nov2018 after review of the videos and log files, it was found that the criteria for asystole was not met as no period of 4 seconds passed without the detection of a valid qrs complex. It was determined that the cardiac arrest was a pea (pulseless electrical activity) and not asystolic. There was no device malfunction. The cited device was tested by a draeger service technician and no problem was found. Draeger could exclude our device from the patient death. On 12nov2018 the customer was provided the above information and agreed that the condition was pea and not asystole. The customer then reported an additional issue where the alarm tone patterns provided during this same event were unfamiliar and therefore they did not identify the deterioration in the patient¿s condition. The customer stated that the alarm tone pattern changed from infinity to iec fast after a software upgrade. The reported alarm tone pattern change could not be verified as the cited device log files were overwritten after the software upgrade. Draeger engineering performed reproducibility testing using known good equipment. Multiple software upgrades were performed using the same software/hardware versions identified and with the infinity alarm tone pattern stored in the profile. The alarm pattern remained infinity after each upgrade performed. The customer¿s reported issue was not verified. No malfunctions were found. Based on our investigation, this reported alarm tone issue is consistent with the alarm pattern setting being manually changed by the user after the software upgrade and not a malfunction of the device or software. Draeger can exclude our device from the patient death.

Event description:
On 29oct2018 it was reported: a (B)(6) patient that entered to the adult ICU on (B)(6) 2018 with a pulmonary embolism, suffered two cardiac arrests between 16:00 and 16:46 on (B)(6) 2018, ending in the death of the patient at 16:46. During this period of time the m540 did not report any asystole or life threatening alarms; it just showed alarms informing that the variables were out of its range.